Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the pump battery was reported charging at a slow rate. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the pump successfully began charging at a decent rate after leaving the pump plugged into the power source, and customer continued to use pump for insulin therapy.